Event description:
Customer called to report that the needle bellows drain of the coulter lh750 hematology analyzer clogged and caused an overflow of diluted blood/diluent solution. The leak was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the solenoid (sl69) connector was broken. The fse replaced the backwash manifold (mf4) to address the issue. The fse also noticed stripper plate errors; the fse cleaned and lubricated the stripper plate to address that issue, as well. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak was a broken solenoid (sl69) connector.

Manufacturer narrative:
(B)(4).